Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl; cause was unknown. Reportedly, customer required assistance to treat bg level. Pump data review by tandem clinical support confirmed the pump was functioning as intended.